Event description:
It was reported that the pt's catheter was not patent. The pt's physician then replaced the spinal portion of the catheter with a model 8711 spinal piece. The pt's pump contained morphine at a concentration of 60 mg/ml. The dosage of the morphine in the pump was reduced by 50%, down to 8 mg/day. The pt reported having gone through withdrawal "a couple of weeks ago." No further details or pt outcome were provided. Add'l info was requested, but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).